Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the rep had checked impedances and they were all <(><<)>20k ohms. The rep reported patient said she is getting pain in the ins pocket behind the ins. The patient also reported stimulation is covering both legs but not her back the rep is not sure if patient's therapy ever covered her back. The rep said patient is still getting therapy. Healthcare provider (hcp) previously saw the patient and reported that patient tore scar tissue, the rep did not know what this means. Patient reported she fell against the wall, but did not hit the ins. The patient was sent for x-ray. Rep said she is consistently getting the 0 <(>&<)> 3 electrodes to be greater than 10k ohms, although she ran impedance at 1.0 volts, she did use other references to confirm 0 <(>&<)> 3 being out. She also took the 0-7 electrode out of the programming and it allowed patient pain relief and there was no pocket pain. Rep then asked if surgery is necessary if she is able to get pain relief without pocket pain. It was reviewed with caller that there is no reason for revision if patient is getting the pain relief through programming. It was also reviewed with the caller that given the inconsistencies in electrode impedance, there might be a connection issue and potential for pocket short as well. No further complications were reported. No additional patient symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative on 2017-10-26. It was reported that the results of the x-rays showed that everything looked normal and the cause of the high impedances was not determined. The representative clarified that when the patient fell against the wall, she stopped the fall with her hands. Additional information was received 2017-10-27. It was reported the last time the representative met with the patient, the patient had pain in the ins pocket. She was able to program around some bad impedances and used the other lead to get good coverage for the patient. The caller reported the prior impedances showed the ¿bad¿ impedance moving from pair to pain in different impedance checks. The patient was now reporting that the ins was turning on and off on its own. It was reviewed to ask the patient to keep a diary of position, movement, pressure, and to check the ins stimulation status each the stimulation ¿turns off¿ and to provide the diary to the doctor and the representative.the patient reported pain in the paresthesia areas. Additional information received from the representative reported that they met with the patient and confirmed that the patient was not feeling stimulation at times, even when therapy was confirmed to be on. When rep ran impedance the first time, 1, 6, 7, 13 had greater than 10k ohms. The second time she ran impedance, all impedance was fine.the third time, she got 0 3 greater than 20k ohms. The rep said she did use other reference points. The patient was being programmed on 8+ 9- 10+. It was reviewed that since the patient was losing stimulation in certain positions and impedance was changing as the patient was in different positions as well. It appeared there may be some sort of connection issue. The representative was going to recommend revision. It was discussed to leave stimulation on for the patient, since she could get stimulation in certain positions, to at least allow some relief. No further complications were reported.